Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bypass of gastroenterostomy, at the second firing on small intestine anastomosis, the firing knob could not be advanced in the middle of the firing. The handle was opened and reload was attached to perform the third firing of side to side anastomosis, but the firing knob could not be advanced at almost the same point as the second firing, so the instrument was opened and removed. Additional suturing was performed on the site where the staples were not placed to complete the procedure. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument displayed no abnormalities. Visual inspection noted the sulu was received fully applied with the interlock engaged. Damage was noted to the knife blade. There were no functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.